Manufacturer narrative:
A2: patient's age added. B2: date of death updated. B3: date of event/stroke updated. B5: additional narrative added. D6a: implant/procedure date added.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that stroke and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman closure device was implanted. Three months post-procedure, the patient experienced a stroke. Seventeen days later the patient died. No additional information is known. It was further reported that the patient had recovered well from the watchman implant procedure. Approximately three (3) months post-implant, the patient underwent a positron emission tomography (pet) scan for evaluation of lung cancer. Three (3) days after the pet scan, the patient experienced the stroke. The patient had a history of transient ischemic attacks prior to the watchman implant.

Event description:
Reported via social media. It was reported that stroke and death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. Three months post-procedure, the patient experienced a stroke. Seventeen days later the patient died. No additional information is known.

Manufacturer narrative:
Date of death - aware date used as event date is unknown. Date of event - aware date used as event date is unknown.